Event description:
The doctor stated that he had a patient with severe head and neck cancer who was given a short period to live. He placed a pterional implant that became exposed and developed an infection. The doctor stated that there was no anything wrong with the implant but that the patient had an exposed track to their mouth which could have caused the infection.